Event description:
The hcp reported the patient presented in 2004, with signs of an infection of the device pocket. These included redness, drainage and pain. A culture of the device pocket was positive for staph aurius. The patient was treated with both IV and oral antibiotics and total device system explant. The infection is reported to have resolved.